Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell and the ventricular lead exhibited noise. The noise was reproducible. No intervention was reported and the patient would be monitored.